Event description:
It was reported that during preventive maintenance, the technical field specialist (tfs) replaced the patient side manipulator (psm) arm due to the arm failing the slow sweep test. The arm was also making loud squeaking sounds during slow sweep test. During internal failure analysis investigation, the patient side manipulator (psm) arm failed the slow sweep test. Although this failure was found during preventive maintenance, if this malfunction were to recur during a surgical procedure, it could likely cause or contribute to an adverse event. The psm is an instrument arm which is located on the patient side cart that provides the sterile interface for the endowrist instrument. The psm was replaced.

Manufacturer narrative:
The psm arm was returned to intuitive surgical, inc. (Isi) for evaluation. Failure analysis investigation verified that the arm failed the in-house slow sweep test. The axis-1 brake was replaced and the arm was upgraded with new brakes, gears and hub. The squeaking noise could not be verified, the gears were cleaned and re-greased as a precaution to address the noise issue. Isi has conducted a device history record (DHR) review for this device and did not find any non-conformances that were related to this reported event.